Event description:
It was reported that the left and right foot positioning sub assemblies lower very quickly causing safety concern. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the left and right foot positioning sub assemblies lower very quickly causing safety concern. Further investigation determined this to be an annoyance only issue only as the calf support would still lock in place. It is not likely to harm the patient as patient can be assisted by caregiver. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the left and right foot positioning sub assemblies lower very quickly causing safety concern. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.